Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, high ventricular rate (hvr) episodes were observed. Review of egm noted supraventricular tachycardia. Atrial sensing was poor in the daily sense test. It was noted that hvr episodes were triggered due to atrial undersensing. Ventricular sensing was also low but within normal range. Programming changes were made. Patient was stable.